Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 1, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with sheet labels and implant card. Upon evaluation of the sample received, the plunger was not in a fully advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were not observed in the cartridge. A half of lens was received out of the device the other half was not received. Due to the condition of the sample returned the reported issues could not be verified. Based in the analysis product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Ethnicity/race: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was scratched. The event was observed upon insertion into the patient's left eye and the lens was removed and replaced with another lens of same model and diopter. There was no injury reported, however, suture was placed. The patient was doing good. No further information was available.